Manufacturer narrative:
Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Occupation was lay user/patient this event occurred in (B)(6).

Event description:
The initial reporter received questionable results from coaguchek inrange meter serial number (B)(4). The laboratory result using an unknown reagent was 2.85 inr. The initial meter result was 3.8 inr and 5 minutes later was 3.4 inr. The therapeutic range was 2-3 inr.